Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08790 inches. No possible over/under delivery anomaly noted or no reservoir alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer¿s current blood glucose level was 337 mg/dl. Troubleshooting for high blood glucose was performed. Customer¿s spouse believed the insulin pump did not deliver sufficient insulin to the patient. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. Customer¿s line was disconnected, and they were unable to be reached to complete the troubleshooting process. The insulin pump will be returned for analysis.